Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product problem. A search of the complaints databases identified no other reports against the femoral head and insert; and one other against the femoral stem. Previous review of device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The type of this complaint is revision due to soft tissue reaction and pain caused by possible armd. The patient had suffered from pain and swelling for five months. The surgeon found pseudotumor surrounding acetabular. He also found a black ring on the stem and inside the head.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation has been reopened due to receiving product. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Due to the fact that one of the patient harms was soft tissue damage, the complaint details were passed to our bio engineering team. The bio engineers report (B)(4): the images in the complaint were reviewed. I am not sure that this soft tissue damage. I think it would be better coded under adverse tissue reaction as they reference ¿possible armd¿ and limited information is provided. Please check with the medical team, they may be better placed to advise if soft tissue damage is visible on the MRI scans. I do not need to see this again. A medical professional was shown the MRI scans and commented ((B)(4)): depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.